Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned for evaluation as it was discarded by the site. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing related issues that would have contributed to the event. A lot history review was performed for the related work orders and revealed no other complaints. A review of complaint history from may 2018 to april 2019 revealed other returned complaint devices for the edwards commander delivery system (all sizes and models). No manufacturing non-conformities were found, available information suggest that patient and/or procedural factors may have contributed to the events. A review of complaint data for april 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Instructions for use (IFU) for the edwards delivery system, prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. Based on the review of the IFU and training manual, no deficiencies were identified. Per IFU, performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Per the report, ¿it was noticed that the pusher looked to have the proximal end of the crimped valve inside it¿ which suggests that valve diving occurred. During attempts to withdrawal the crimped valve into the sheath, the valve was positioned partially on the inflation balloon (per complaint description, ¿distal end of the crimped valve would only go to as far as the middle marker on the balloon¿). The valve has a larger profile when crimped on the inflation balloon than the crimp balloon. The larger profile could make it difficult to retrieve into the sheath. During valve deployment attempts in the descending aorta, per complaint description during the procedure, ¿a part of the balloon looked to have kinked¿. It is possible that the altered balloon profile or any kinks in the guidewire lumen could have led to non-coaxial alignment of the balloon and the sheath causing it to catch on the tip of the sheath created difficulty withdrawing the delivery system. However, no imagery of the valve alignment and/or the withdrawal process was provided and a root cause was unable to be definitively determined. Due to the unavailability of the relevant devices, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations in place supports that the delivery system have proper inspections in place to detect issues related to the reported event. Based on the lot history, complaint history, and DHR review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. A definitive root cause was unable to be determined at this time. No manufacturing nonconformances of IFU/training deficiencies were identified and the complaint rates did not exceed the control limits, therefore no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), after inserting the 29mm sapien 3 valve on the 29mm commander delivery system through the esheath in the right femoral artery, it was noticed that the pusher looked to have the proximal end of the crimped valve inside it. When trying to position the valve onto the balloon in the descending aorta the doctors were unable to get the valve between the markers as the system would not allow them to pull the balloon catheter back far enough. The distal end of the crimped valve would only go to as far as the middle marker on the balloon. After trying to preposition the valve for a few minutes, it was attempted to take the valve back through the esheath. However this was not possible and therefore it was decided to deploy the valve in the aorta. Great difficulty was encountered to pull the balloon catheter back to position the valve correctly and it was not possible to pull the balloon catheter back far enough. As there seemed to be no other choice but to try and deploy the valve, the balloon was slowly inflated but as the position was not correct only the distal portion of the valve expanded. A part of the balloon looked to have kinked and was getting caught on the crimped proximal portion of the valve. Therefore another balloon and guidewire was put through the valve via radial access and coming down the descending aorta. After this point it was noticed that when pulling on the balloon catheter it would move a bit and it was possible to finally pull the balloon catheter back far enough to inflate the balloon and deploy the valve properly in the supra renal aorta without causing any occlusions. The complete delivery system and sheath were removed together as the balloon had got caught on the end of the sheath. This caused some minor vascular damage upon removal but was ¿easily rectified¿. Following this a 2nd 29mm sapien 3 valve with a new commander delivery system and sheath was used without incident to successfully deploy the valve in the aortic annulus with an excellent result. The issues experienced resulted in an additional 2 hours on the table for the patient who at last report is recovering in ccu.